Event description:
Clinical study. It was reported that less than 24 hours after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention. Lesion 1 was a 3.37mm, 85% stenosed, 10mm long, bifurcated portion of the left main coronary artery (lmca). The physician treated the lesion with predilation and successful placement of a taxus liberte' 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 2.75mm, 85% stenosed, 18mm long portion of the ramus. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.75x24mm drug eluting stent in the target lesion. Less than 24 hours after the procedure during final ivus assessment of the lmca, a thrombus was noted and the patient required a reintervention. The physician placed a sorin janus carbostent in the lmca. There were no further complications. The patient was discharged 7 days later on plavix and aspirin. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.